Event description:
It was reported that during the pre-use check, the customer found difficulty inflating the cuff. No involvement was reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Five (5) photos and a product sample were received for evaluation. Visual and functional testing was performed. Visual inspection found a cut on the tip of the tube was observed in photo 1 and inspection of the sample a cut on tip of the tube was detected. Functional testing found leakage was detected, the complaint was confirmed. The root cause of the reported issue was found to be the end form tube bevel operation not followed properly during manufacturing. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure end form tube bevel operation, by quality engineer on 25/apr/2022.